Manufacturer narrative:
The biomedical engineer reports that the wlan systems are having intermittent communication loss. Biomedical engineer was instructed to reset the poe switch to be able to connect to the cns (central monitoring station). The connection was still intermittent. Customer was advised to upgrade the wlan system. The customer decided to use the hospitals wlan to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the wlan systems are having intermittent communication loss.